Manufacturer narrative:
H11. Additional narrative in early cases of prosthetic device endocarditis (onset less than or equal to 60 days post implant), infections are almost universally related to contamination at the time of surgery. If there were ever non-conformances in the sterility or packaging processes, they would most likely manifest in the early post-operative period. The device was not returned for evaluation, as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was learned via patient support center and care advocate that after implant of a 27mm mitral valve, the patient developed endocarditis and pneumonia. He was placed on hospice and expired on pod #24 due to unknown reasons.

Manufacturer narrative:
H11. Additional narrative a definitive root cause cannot be conclusively determined; however, patient and/or procedural factors likely caused or contributed. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.